Event description:
In this event it is reported that a proultra endo tip #5 broke during use - this tip was a replacement sent 4/15. No injury occurred.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Customer returned 1x puendo5 lot 0000327897 in an autoclave bag. Using microscope visually checked tip. Instrument was broken as indicated in complaint. No manufacturing defects or markings were observed on the tip. Complaint does not indicate what power setting was being used at time of breakage. Several factors may contribute to breakage of tips, such as number of uses, intensity, and pressure. All of these may affect the longevity of the tip. It is recommended that the tip be at treatment site before engaging power. Root cause cannot be determined. Nothing unusual to report was found during DHR review. A query indicates no additional complaints have been received for this lot number.